Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿patient was revised due to femur and tibia loosening at the implant cement interface. Doi: (B)(6) 2013 dor: (B)(6)(2025) affected side: right knee." Product description: smartset mv endurance bone cement, 80g product code: 3102080 lot number: 3557277 quantity of manufactured: (B)(4) manufacturing date: mar-2013 expiry date: 31-jan-2016. Testing could not be completed as the retained samples are no longer available for testing. There were no non-conformances associated with this batch. All qc and microbiology testing met release specification (ref: ms-007 bone cement: master specification: smartset mv). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: smartset mv endurance bone cement, 80g product code: 3102080 lot number: 3557277 quantity of manufactured: (B)(4) manufacturing date: mar-2013 expiry date: 31-jan-2016. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported that the patient was revised due to femur and tibia loosening at the implant cement interface. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). Corrected: d3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.